Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a 81 year old female patient underwent 1 debranch tevar. The ascending aorta had been replaced, and the brachiocephalic artery with reconstruction of the left common carotid artery. The aorta's tortuosity was not strong. Since the access blood vessel diameter was about 6.0mm, the tip would interfere with the aortic valve, but considering the access blood vessel diameter, the user decided to treat with zenith alpha, which has a thin delivery system. Although the access vessel diameter was smaller than that of the delivery system, zenith's sheath was evaluated and it was used. Zta-p-32-201-w1 was inserted from the right femoral and the stent graft was placed in zone 2 as planned. But proximal type I endoleak ((B)(4)) was confirmed by confirmation angiography. Alpha extension has a proximal graft end that is not straight, so the rep consulted with a doctor and selected txd extension esbe-34-77-t-pf-d to treat the endoleak. The user inserted the esbe-34-77-t-pf-d to place the extension in the same proximal level of the zta-p-32-201-w1, but the delivery system tip would not pass ((B)(4)) the tortuous part of the aorta arch. He removed the delivery system and found that the time of delivery, the distal end of the placed stent graft(zta-p-32-201-w1) migrated proximally (pr368683) a little (less than 1cm) as it was pulled into an aneurysm, but distal type I endoleak was not confirmed in the contrast image, and only proximal type I endoleak remained ((B)(4)). To treat proximal type I endoleak, the user selected zta-p-34-161-w1 which has a curved shape in the delivery system to pass the tortuous part in the aorta arch and inserted the delivery system. He felt resistance but it could pass the tortuous part in the aorta arch and the stent graft was placed at the target site. However the distal end of the placed stent graft (zta-p-32-201-w1) migrated proximally ((B)(4)) approx 1cm again. He confirmed proximal type I endoleak was gone, but found distal type I endoleak at the migrated distal end of zta-p-32-201-w1 ((B)(4)). He considered the cost of the devices since 3 stent grafts were already opened, he decided to use esbe-34-77-t-pf-d that was failed to pass the tortuous part of the aorta arch to treat the distal type I endoleak. He could advance the delivery system with no problem and the extension was placed at the distal side of the zta-p-32-201-w1 with approx 40mm overlap. However type iiia endoleak ((B)(4)) from the 40 mm overlap part and distal type I endoleak ((B)(4)) from the end of esbe-34-77-t-pf-d were found. To treat those endoleaks, he placed zta-p-34-209-w1. He confirmed that the endoleaks were solved and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). This complaint will be close-cancelled as it is a duplicate to (B)(4) (manufacturer# 3002808486-2022-00882) all future information will be handle in in (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.